Manufacturer narrative:
Corrected data: h6. Annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the right femoral approach was performed for access. A 14 french (fr) introducer sheath was placed through this access site, and a "floppy" guidewire was advanced. Afterwards, the guidewire was exchanged for a straight non-medtronic guidewire that was advanced into the left ventricular chamber where a pre-existing peak gradient of over 50 millimeters of mercury (mm hg) was observed. Subsequently, an exchange was performed with a different non-medtronic guidewire, and the delivery catheter system (dcs) was advanced while the patient was rapidly paced. Upon the first deployment attempt, the patient decompensated, and a dislodge was observed. Subsequently, the patient's hemodynamics stabilized, and a second deployment was attempted. At this point, complete heart block (chb) was observed, and the patient went into cardiorespiratory arrest. Subsequently, the valve was fully deployed under pacing. Following the implant of the valve, an aortogram was performed that revealed the valve was in the correct position, and the absence of valvular regurgitation after removing the guidewire. Cardiopulmonary resuscitation (CPR) was initiated and performed for approximately 30 minutes; however, the return of spontaneous circulation was not achieved, asystole occurred, and the patient died.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus dcs; product ID d-evprop23-29 (lot: 0012888681); product type: 0195-heart valves. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the valve and dcs did not contribute to the cardiac arrest. The cause of death was chb. Additionally, the valve and dcs could be ruled out as contributing factors to the death. It was noted by the physician that the death was attributed to the patient's medical history. Specifically, the patient's fragility and the temporary pacemaker capture failed, which was possibly caused by myocardial fibrosis.

Manufacturer narrative:
Image review: computed tomography (CT) imaging, angiography, and a field team case report were provided for review. Pre-implant CT imaging is suboptimal due to noise artifact. The annular perimeter measures 69.6 mm, with a perimeter-derived diameter of 22.2 mm, suggesting suitability for a 26 mm valve. The annulus was measured in an unspecified cardiac phase, which appears to be systole. The aortic valve is trileaflet with mild leaflet calcification. Sinus of valsalva (sov) diameters and sinus heights are within recommended ranges. Calcification is present in the sinotubular junction (stj), proximal left coronary artery (lca), and proximal right coronary artery (rca). Annular angulation is approximately 48°. The field team case report indicates an annulus perimeter of 70.5 mm and a perimeter-derived diameter of 22.4 mm, also supporting the use of a 26 mm valve. Sov diameters and sinus heights are within recommended ranges. Aortic root angulation is reported as 50°. A comprehensive set of intraprocedural fluoroscopic cine images was reviewed in correlation with the event. Fluoroscopic inspection of the valve load confirmed an appropriate load. The delivery catheter system (dcs) was advanced across the aortic valve, with the initial placement appearing deep relative to the non-coronary cusp (ncc). Notably, the guidewire within the left ventricle demonstrated dynamic changes in shape with each ventricular contraction. Additionally, the temporary pacing lead was observed to be positioned away from the apex of the right ventricle throughout the procedure. During valve deployment, evidence indicates that the bioprosthesis became dislodged above the aortic annulus, suggesting at least one recapture attempt. The valve was deployed again just prior to the point of no recapture, and depth assessment was conducted exclusively in the lao view. Although the valve appeared to be positioned deeply, significant parallax associated with the bioprosthesis prevented definitive validation of depth. As stated in the instructions for use (IFU): position the catheter so that the bioprosthesis is at the recommended target depth of 3 mm relative to the valve annulus. If the implant depth is 5 mm, consider recapture. Caution: bioprosthesis implant depth 5 mm may contribute to an increased risk of conduction disturbances, which may require a permanent pacemaker. Following valve release, post-implant angiography demonstrated preserved coronary perfusion, with no evidence of aortic dissection or perforation. However, the valve appeared to be deep and a possible mild paravalvular leak (pvl) was observed. Subsequent coronary angiography of the left coronary artery confirmed adequate perfusion. It is important to note that, at the time of the coronary angiogram, cardiac contractility appeared diminished. It was reported that the patient experienced hemodynamic decompensation and, despite cardiopulmonary resuscitation efforts, the patient subsequently expired. The analysis did not identify a definitive cause for the patient¿s death. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.